Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08208. Reference MFR report#1627487-2015-08209. It was identified that device 1 is the ipg that was explanted.

Event description:
Device 1 of 3 reference MFR report#1627487-2015-08208 reference MFR report#1627487-2015-08209 it was reported surgical intervention was undertaken and one of the two pns system is no longer implanted. The explant date is not known as well as it's unknown which of the two pns systems was explanted.

Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08208. Reference MFR report#1627487-2015-08209. The patient is implanted with 3 scs systems( 2 pns systems and 1 thoracic system). It was reported the patient is experiencing persistent pain at the pns implant site. (Reference MFR report#1627487-2014-26370; 1627487-2014-26371; 1627487-2014-26372 -same patient /previous ipg issue). Reportedly, the patient has been prescribed oral antibiotics. However, surgical intervention may be undertaken at a future date as the next course of action. Note: all 3 ipgs are being reported as it 's undetermined which device is causing the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08208. Reference MFR report#1627487-2015-08209.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.